Event description:
It was reported, that the instrument bit broke during a removal procedure. Portion of the tip remains implanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.